Event description:
It was reported that the patient received a biozorb device on (B)(6)2020, the patient reported that the patient suffered from a hard lump at the site of implantation and around it. Patient reported pain, discomfort, tenderness, shooting pains, inflammation, fat necrosis, excessive scar tissue, and adverse tissue reactions. Her pain affected her daily life and made it difficult to sleep. Patient underwent a surgery to remove the device in (B)(6) 2024, fat necrosis and scar tissue surrounding the breast was observed. No other information available

Manufacturer narrative:
Device identifier: (B)(4) hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
It was reported that the patient received a biozorb device on (B)(6) 2020, the patient reported that the patient suffered from a hard lump at the site of implantation and around it. Patient reported pain, discomfort, tenderness, shooting pains, inflammation, fat necrosis, excessive scar tissue, and adverse tissue reactions. Her pain affected her daily life and made it difficult to sleep. Patient underwent a surgery to remove the device on (B)(6) 2024, fat necrosis and scar tissue surrounding the breast was observed. No other information is available. Medwatch report received mw5157200 in which it was reported the following related to this case: 60-year-old female, following two partial mastectomies and a sentinel lymph node removal a biozorb device was implanted into my breast. I developed a hard lump, chronic significant pain, and significant swelling in the breast. And disproportionate breast sizes among other things. Four year post implantation I had to have an additional surgery for a surgeon to remove the palpable mass and remains of the biozorb. Model reported by patient (B)(6). No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/discomfort/device palpability/sleep disfunction/failure to resorb), scar tissue (scar tissue and/or delayed wound healing), moderate foreign body reaction (adverse reaction due to device materials), major additional intervention (additional surgery/device explantation/calcifications), major tissue damage (necrosis), physical asymmetry (deformity). A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.

Manufacturer narrative:
Medwatch report received mw5157200 in which it was reported the following related to this case: 60-year-old female, following two partial mastectomies and a sentinel lymph node removal a biozorb device was implanted into my breast. I developed a hard lump, chronic significant pain, and significant swelling in the breast. And disproportionate breast sizes among other things. Four year post implantation I had to have an additional surgery for a surgeon to remove the palpable mass and remains of the biozorb. Model reported by patient (B)(6).

Manufacturer narrative:
The patient is a 56-year-old postmenopausal woman: past medical history: menopause age 51; 1 year of hormone replacement discontinued 1 year before breast cancer diagnosis, hyperlipidemia, anxiety and depression; ptsd. Surgery: bilateral breast reduction (B)(6) 2015, liposuction, foot surgery, exploratory laparoscopy; allergies: adhesive tape, cats, ciprofloxacin, dogs, keflex, tetracycline, zosyn family history: father with bladder cancer age 68; maternal cousin with pancreatic cancer. The patient is a 56-year-old postmenopausal woman who had a screening mammogram in (B)(6) 2020 demonstrating a 7mm left breast irregular mass at 12:00. Us confirmed a hypoechoic mass. Left breast us guided core biopsy on (B)(6) 2020 revealed an infiltrating well differentiated grade 1 ER/pr +, her2-, ki67 <5%. MRI on (B)(6) 2020 revealed an 8mm left breast mass at 12:00. Several records are missing. It appears that the patient underwent left breast lumpectomy and sentinel lymph node biopsy on (B)(6) 2020 with a positive superior margin. Pathology :"invasive ductal carcinoma, nottingham histologic grade 1- invasive carcinoma is 0.9 cm in greatest dimension margins negative for invasive carcinoma (closest margin: superior, 0.1 cm) left breast, additional superior margin: invasive lobular carcinoma, nottingham histologic grade 1; invasive carcinoma is 0.5 cm in greatest dimension-margins positive for invasive carcinoma left breast, additional inferior margin-- negative for invasive carcinoma" on (B)(6) 2020 the patient underwent a re-excision for a positive margin with biozorb placement. Pathology: left breast, superior margin, re-excision: residual invasive mammary carcinoma present. Superior margin, negative carcinoma. The patient had an uncomplicated recovery. The patient underwent radiation therapy from (B)(6) 2020 to (B)(6) 2020 (left whole breast 42.56 gy x 16 fractions and boost 10gy x 4 fractions). She complained of minimal radiation dermatitis with "mild tenderness along the lateral breast and tenderness at the biozorb site". She started anastrazole following radiation treatment which she discontinued due to side effects. She was seen 8 months later, on (B)(6) 2020 for pleuritic chest pain and a CT scan identified a rounded cavitary 3.1 cm lesion in the left lower lobe with ground glass changes thought secondary to radiation therapy. A pet scan on (B)(6) 2020 confirmed the pulmonary lesion in the left posterior lung base positive for metabolic activity. A CT guided biopsy was positive for "bronchiolitis obliterans organization pneumonia" probably secondary to radiation therapy, treated with prednisone on (B)(6) 2020. The lesion resolved. The ground glass findings were persistent bilaterally on CT scan on her (B)(6) 2021 visit. Her surveillance mammogram on (B)(6) 2020 was benign with no evidence of malignancy. On (B)(6) 2021 the patient was seen by her surgeon for a self-detected mass in the left axilla. An office us noted an enlarged lymph node with cortical thickening. The patient underwent us guided biopsy on (B)(6) 2021. Pathology was benign. The pt was seen on (B)(6) 2021 (1 year 3 months post implant and 1 year post radiation therapy) by a pulmonologist for a second opinion regarding past CT findings and persistent "left-sided pleuritic chest pain in the region of the left breast.¿ notes from the pulmonologist read: ¿I have explained to the patient that this is "likely from focal radiation pneumonitis associated with chest wall radiation for breast cancer.¿ an MRI on (B)(6) 2021 notes artifact from biozorb and no evidence of "new mass or surgical distortion". On (B)(6) 2021 the patient denied any ¿breast masses, significant pain, swelling, lymphedema or nipple discharge during follow up with radiation oncology. Clinically: " palpable prominence just superior to the incision at the known biozorb site¿ ¿¿per pt still tender but slightly decreased in size compared to right after surgery.¿ on (B)(6) 2022 the surgical oncology notes reflect "left breast shows approximate 2 cm area of fibrosis just about the scar. Although this area I am sure has the clips from the biosorb, this time 2 years out the spiral reabsorbable material should pretty much have disappeared. On imaging, the clips placed in the biosorb are grouped in an area spanning 16 mm. The original biozorb was 2 x 3 cm. This is consistent with the reabsorbable material going away and the clips collapsing close to each other.¿ on (B)(6) 2022 (2 years 5 months post implant ) the patient saw a plastic surgeon requesting breast reduction of the left breast due to asymmetry. The surgeon declined to operate on the radiated breast explaining increased risk of complications. The patient continued to have mammograms and alternating mris every 6 months with ¿post-surgical changes, negative for malignancy¿ in addition to chest CT scans for her pulmonary changes. She complained of "tenderness above the surgical incision" and an enlarged left breast specifically above the incision. At the patient¿s surgical oncology follow-up in (B)(6) 2022 (2 years 8 months post implant) she complained of pain in the left axilla and in the inner quadrant of the left breast. Her mammogram and us were negative for abnormality. On (B)(6) 2023 the patient was seen for atypical chest pain bilaterally. A CT scan on (B)(6) 2023 reported bilateral apical scarring unchanged. A new 2mm nodule in the left lower lobe was noted without recommendation for follow-up. On (B)(6) 2023 the patient continued to complain of bilateral chest wall pain and right upper quadrant pain. She was treated with antibiotics and underwent bronchoscopy. Her care providers consistently attributed her chest wall pain to radiation treatment based on repeat imaging over time. On (B)(6) 2023 (3 years 9 months post implant) the patient was seen without complaints and was referred for "possible symmetry surgery". On exam she had "thickening left breast 12 o'clock and left axilla, likely post-surgical and radiation.¿ on (B)(6) 2024 , 4 years post implant, the patient was seen by a plastic surgeon who offered her a bilateral breast reduction and "removal of the foreign body" for symmetry. The patient also requested excision of the axillary scar tissue which was causing her "pain and discomfort.¿ the patient was at her pre-op /surgical visit on (B)(6) 2024 when she decided to have an explant of her biozorb rather than a bilateral breast reduction due to radiation related increased risk. She underwent same day surgery. The axilla was dissected, and scar and several lymph nodes were removed. A separate incision was made to excise the left breast scar. Pathology: final diagnosis: axilla- fibroadipose tissue and one lymph node negative for metestatic cancer; left breast lump excision- benign breast tissue with radiation-related changes dense fibrosis, histiocytic inflammation and foreign body giant cell reaction. On gross exam: axilla- ¿a radiograph of the specimen is generated revealing a coiled biopsy clip on slice #3. Sectioning reveals a well-circumscribed tan-white possible lesion¿. Breast lump: ¿a radiograph image of the specimen is generated and reveals a biopsy clip within the largest fragment¿. In the patient¿s post op visit with the surgeon on (B)(6) 2024 the patient expressed disappointment and was "adamant on having a left breast reduction" despite the risks due to previous radiation therapy. On (B)(6) 2024 the patient underwent a bilateral breast reduction. The pathology revealed: left breast: lobular carcinoma in situ and atypical lobular hyperplasia; right breast: atypical lobular hyperplasia. The patient had no post bilateral breast reduction clinical complications. Based on the pathology in the specimens she requested and planned for bilateral mastectomy.